Event description:
It was reported that a patient underwent a kyphoplasty procedure at level l1. Retraction difficulty was experienced on the right side. The balloon got stuck in the bone; the balloon was reinflated, moved forward and deflated again. The physician pulled with great force and the balloon ripped off at the proximal radiopaque dot and remained inside the patient's bone. The physician finished cementing through the left cannula. The cement did not touch the deflated balloon on the right side of the vertebral body; the right side was not filled with the bone cement. The patient was asymptomatic. No further information was reported.

Manufacturer narrative:
Evaluation summary received 1 ibt for evaluation 'catheter attached to inflation syringe' stylet present 'red dried substance in y-adapter and catheter' outer shaft significantly stretched about three inches distally to the marker band of the outer shaft - balloon missing. Conclusion: the state of the returned item reflects the reported issue of retraction difficulty. The balloon is missing and the catheter is stretched. The conditions could not be recreated for testing. Probable root cause: the probable root cause attributing to the retraction difficulty could be the inability of the balloon to deflate correctly. It is also possible that the balloon came in contact with bone cement that was administered on the left side, while the right side balloon was still in place. Balloon contact with bone cement could prevent catheter removal and cause the balloon to detach from the catheter.